Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault alarm that did not clear with a self-test. The system controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 25oct2025. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and the patient¿s driveline was observed to have been disconnected on 26oct2025, 15:43:35 to perform the reported system controller exchange. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the system controller and battery was performed, and atypical alarms were unable to be reproduced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 left ventricular assist system instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.